Event description:
Follow up information received from the patient reported that they changed the device programming to ¿deutsche¿ and once they did that they had no more problems with being hacked. Regarding if they had seen a doctor for the issue the patient noted they were still waiting for a referral from their primary doctor.

Event description:
A consumer reported that their implantable neurostimulator (ins) was being hacked. The patient turned stimulation off with the recharger. A director then turned the stimulation back on with a cell phone. The patient checked the stimulator when they got home and found stimulation to be on. The same incident happened with the same person a month earlier. No patient symptoms were reported and the device was indicated for non-malignant pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.